Manufacturer narrative:
The returned device was evaluated and bending was identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula without leaking. The device download data showed no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. The downloaded data returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 400mg/dl while wearing the pod on her leg for between 36 and 48 hours. Treatment included changing the pod. The mother stated that the cannula appeared a little bent when the device was removed. The device was returned for evaluation.